Event description:
It is reported that a customer received a motor error alarm on their insulin pump. The patient's blood glucose level was at 77 mg/dl. The customer stated that there were no significant events that could have led to the motor error alarm. Insulin pump replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, basic occlusion test, occlusion test, excessive no delivery test and prime test. The motor passed the motor test. No motor error alarm was observed. The device was received with minor scratched display window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip, and cracked belt clip slot.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.